Event description:
Customer's daughter-in-law reported the advantage system gave a blood glucose result of 185 mg/dl. Customer was not treated based on the advantage result, 10 minutes later lost consciousness. Emt meter result 30 minutes after the advantage result was 41 mg/dl. Customer treated with IV, transported to hospital, was admitted. A request was made for the return of the system and a replacement was sent.